Event description:
Initial igg result of 1,070 mg/dl. Repeat of same sample recovered 813 mg/dl. Initial result was reported. No information provided to determine if results were used to guide therapy. The field service rep performed performance check tests which were within specification. The field service representative was unable to determine cause.